Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display was distorted. It was found that there was an intermittent black screen with white dots due to defective component t1 on the core board. The lcd module was also found to be defective. The lcd module and core board were replaced and the unit functioned as designed.

Event description:
It was reported that the display is distorted. No known impact or consequence to patient.